Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05459. It was reported that a burr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.00mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when the burr was attempted to be removed, it was noted that the burr got stuck on the rotawire. The burr and rotawire were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.